Event description:
It was reported that the catheter was placed in 2008 and removed by nurse two days later. Eight days later, wife of pt pulled 7" of catheter from pt. Eval by physician's office determined it was the catheter, and that the catheter broke during removal, but was not noticed. Nurse noticed at the time that the two catheters removed were not the same length. Pt is fine, healing well, and no infection.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation. Without the actual product, part number, or lot number, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." Also, in the pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.